Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the balloon catheter showed that the push button luer was broken. Smart chip verification showed indicted that the was not used. The catheter passed electrical integrity test and the performance as per specification. Inflation showed a guide wire lumen kink 1.42 inches from the tip inside the balloons. Also, pressure testing did not show any leaks. In conclusion, the reported broken luer issue was confirmed through testing. The catheter failed the return product inspection due to broken push button luer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the luer of the balloon catheter broke. The balloon catheter was replaced. The case was completed with cryo. No patient complications have been reported as a result of this event.